Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set connection was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. The sample was received with its original opened packaging. Light infusate residue was observed within the extension tubing. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. The connections between the luer adapter and several non-complainant accessories were firm and unremarkable. The luer adapter orifice was inspected using an iso taper gauge and found to be within manufacturing specifications. No deficiencies were discovered during evaluation of the sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported device with leakage at needle connection. There was no contact with the customer, it was observed at the moment of filling it with saline solution. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asenf090 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported device with leakage at needle connection. There was no contact with the customer, it was observed at the moment of filling it with saline solution. No other information was provided.